Event description:
The caller reported that the blood glucose meter caught on fire while it was still in the box. The customer observed the meter box in flames and stated flames and smoke were visible and that she smelled the meter burning. The meter housing now shows visible signs of melting and the customer's table was damaged by the fire. The meter was new in box and had never been used. The customer stated that the meter was not exposed to any external heat source.